Manufacturer narrative:
Additional information received on 27 june 2017 and includes: the surgeon revised the antibiotic spacer as planned. The surgeon reimplanted medacta product. The surgery was completed successfully. Batch reviews performed on 21 july 2017. Lot 132871:(B)(4) items manufactured and released on 08 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date,(B)(4) of the same lot have been already sold without any similar reported event. Gmk-primary femur cemented size 4 std right, code 02.07.2004r, lot. 154070 (k090988) (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 4 right, code 02.07.1204r, lot. 155593 (k090988) lot 155593:(B)(4) items manufactured and released on 30 november 2015. Expiration date: 2020-11-03. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. All medacta hardware was revised and a spacer was implanted.